Event description:
A surgical technician reported pt with light sensitivity at one month photorefractive keratectomy (prk) visit. At visit pt complained of "light sensitivity/headaches for last two weeks". Additional info from reported indicated pt's topical steroid dosage was increased. Additional info has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).